Manufacturer narrative:
Only archival samples were tested. Defect was not confirmed. Samples from customer are not available.

Event description:
Shorter pen needles bend very easily and causes the insulin to leak out. User was unable to administer the appropriate dose.